Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.1mm vicmo_12.1 implantable collamer lens, of diopter -18.0, into the patient's right eye (od) on (B)(6) 2024. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo_12.1 implantable collamer lens, of diopter -18.0, into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a same model but shorter length lens due to low vault without rotation. This resolved the problem. The cause of the event is reported as unknown.

Manufacturer narrative:
Claim # (B)(4).